Event description:
Information was received that the cadd solis pump does not recognize cassettes. No reported adverse effects.

Manufacturer narrative:
One cadd pump was returned for analysis in used condition. Visual inspection of the pump shows the pump was in good physical condition. Review of the event history log noted the pump recorded multiple alarms for cassette not attached properly, cassette latch opened, cassette latch unopened, cassette unlatched and removed. Functional testing included use testing. The pump was powered on and a "cassette not attached properly" was activated when latching a cassette onto the pump. It was noted that the downstream occlusion sensor was faulty and thus was replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence the complaint was confirmed. The root cause was attributed to a faulty downstream occlusion sensor.